Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report: number 1627487-2019-06585.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-06585. It was reported that lead migration issue was confirmed via x-ray and as a result effective therapy coverage was lost. Programming changes were made. Both leads were explanted to resolve the issue. The implantable pulse generator was electively replaced during the procedure as well. Effective therapy was established post-surgery. There were no complications during the surgery. Patient was stable.